Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported customer experiencing high blood glucose reading while using the infusion pump despite changing the infusion set and increasing basal rates.